Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture and loss of sensing. An x-ray confirmed the lead dislodged. During the procedure to reposition the lead, the physician damaged the lead. The lead was explanted and replaced. No patient symptoms were reported.